Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. The as received simulated treatment of a total volume of 9400ml was performed and completed without any failures or problems. During the treatment, the amount of fluid in the pseudo-patient bag after each fill was recorded and weighed, and the weighed fill values in each cycle with the treatment's programmed fill setting were compared. The cycler weighed fill volume values were within tolerance. The cycler underwent system air leak test, valve actuation test, and the go/no go gauge¿ check was found to meet product specifications. Load cell verification testing was performed with no issues noted. The check functionality of the patient sensors passed. An internal visual inspection of the returned cycler encountered no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records. A review of the patient¿s treatment records identified that the patient drained 5284 ml during drain 4 of the treatment. This drain volume is 264% the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the peritoneal dialysis registered nurse (pdrn) to discontinue use of the patient's cycler. Upon follow up with the patient, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they did drain out 5284 ml of fluid. The patient stated that completed their treatment. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.